Event description:
Follow up information identified the patient's ipg was not replaced with a new one, as previously reported. Instead the patient's entire scs system was removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing persistant pain at the ipg site that persisted whether or not stimulation was turned on. The patient's ipg pocket site is swelling as well as causing the patient pain. The patient underwent surgical intervention where the ipg was replaced with a new one.